Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 14 mmol/l. The caller stated that there was an ongoing issue with weak batteries and the insulin pump shutting off. Upon troubleshooting, a battery replacement did not resolve the issue and the display did not return. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected weak battery or blank display was noted. However, the pump had minor scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.